Event description:
It was reported the patient had unusual symptoms. It was stated there was a rash near the abdomen by the pump pocket that radiated around to their back. It was noted the rash was now widespread over their belly and side. It was stated this started early the day prior in the morning. It was reported the patient was present to the emergency department the night prior for an irregular heartbeat. The pump was used to deliver lioresal. It was reported that benadryl was administered for the rash which cleared up. It was reported the patient had increased spasticity in the past 24 hours, tachycardia and increased anxiety. It was reported the pump was rotated 180 degrees and had a bend in the catheter, so there would a revision done. It was noted they needed to get a hold of a manufacturer representative. 6 days later it was reported there was a kink in the catheter. It was reported the pump and catheter were explanted.

Manufacturer narrative:
The previously reported explant date of (B)(6) 2014 no longer applies to the pump. The patient's healthcare provider noted that the device (pump) was not explanted. (B)(4).

Event description:
A healthcare professional (hcp) later reported that the pump had been palpated and refilled on (B)(6) 2014 and was noted to be in the same position. Two days after filling the patient presented with the symptoms of a rash over the pump, fever, tachycardia, and clonus in the ankles. An x-ray [ard xr] was performed which showed malposition. The pump was not reported to be loose, and the radiology finding was incidental. The proximal segment of the catheter was found to be kinked under the pump around the suture and scar tissue. The tubing was disconnected from the pump. The tubing was revised with the removal of the damaged segment and replaced with a new segment of tubing. Once the suture was removed and scar freed from the catheter, spinal fluid was observed flowing freely from the catheter. The patient was last seen in the clinic on (B)(6) 2014 and was doing well at that time. They noted that the device was not explanted. Baclofen intrathecal treatment was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014 product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012,explanted: (B)(6) 2014, product type: catheter. (B)(4).